Event description:
It was reported that the patient was refilled by healthcare provider (hcp), and at that refill morphine was added to the baclofen the patient was currently on. Four days after that refill in which the morphine was added to the pump, the patient was admitted to the hospital and 'her vitals were not good.' The reporter stated the patient was 'coughing up blood, was put on a ventilator and in the hospital for 1 or two weeks. The date of the event was not known by the reporter. On (B)(6) 2013, at around 1000-11:00 a.m., the patient was refilled with lioresal, and the morphine and baclofen concentration the patient previously had was removed. It was noted that there was no bridge bolus was performed because the primary drug dose and concentration were not changing. The reporter also indicated that when the event first took place, that the dose was decreased after the patient first experienced symptoms. When the event took place, the pump was delivering morphine and baclofen. Following the event, the pump medication was changed to only lioresal. The reporter was on the way to the hospital to help the hcp update the programmer appropriately now that the morphine was removed. There was no update as to the patient status at that time. It was later reported that upon the patient's overdosing event, the date the dose was lowered as previously reported, was (B)(6) 2013. It was then reported that the first manufacturing representative involved was in attendance at the time the dose was lowered on (B)(6) 2013. In addition, the reporter stated that the family of patient indicated that the hcp was new to the patient and that the hcp added morphine to the baclofen pump without telling anyone. The family indicated that the patient was doing fine until that refill was done adding the morphine. The patient status was not known by the reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).